Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. The surgeon pulled the tube from the cut end of the eso phagus out of the abdominal cavity, but the tilt-top anvil did not reach the cut end of the esophagus. The surgeon checked the position of the tilt-top anvil with a laryngoscope and saw that it stayed in the esophagus. Once the tilt-top anvil was removed to outside of the body, a different device was used to complete the anastomosis with no problem. The part fell into the patient's cavity and was retrieved. Surgical time was extended by 30 minutes or less. Patient status is no problem.